Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem (check belt messages) has been confirmed. The electrode belt was found to have excessive marking paint on each of the ECG electrodes. The marking paint was conductive and allowed for an electrical short across capacitor c6 on each electrode. Once the marking paint was removed, the device was fully functional and operating normally. The root cause of the excessive marking paint was an assembly error. Will release electrode belt (B)(4) and monitor (B)(4) for repair and refurbishment and close complaint. No adverse event resulted from the excess marking paint. The patient received a replacement electrode belt.

Event description:
A (B)(6), female, patient, contacted zoll lifecor customer support to report that her monitor was constantly alarming. The patient was provided with a replacement electrode belt.